Manufacturer narrative:
Insufficient information was received on the fbf instrument used during this event to request a product return. The customer has not contacted intuitive to request a product return.

Event description:
During a da vinci-assisted lysis of adhesions, ovarian cystectomy, and endometriosis procedure, the distal end of the fenestrated bipolar forceps (fbf) instrument became dislocated and sheared into the installation sheathing causing fragments of the sheathing to fall inside the patient. Two small pieces were found in the pelvic cavity and removed during the same surgical procedure. The entire abdomen pelvis was inspected with no other sheathing pieces found. A new fbf instrument was installed. The procedure was completed robotically and the patient was discharged the same day.

Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: section b5: the documents received also state that "...the fenestrated bipolar distal portion of the instrument was dislocated and sheared into the installation sheathing. This caused fraying of the sheathing. Two small pieces were noted it the pelvic cavity and removed. The entire abdomen [and] pelvis were inspected with no other sheeting pieces noted. At this point the decision was made to place this instrument and sheathing into a bag so that it could be removed. The instrument could not be pulled back through the cannula. This issue occurred in the left lateral abdominal quadrant operative port. The port cannula was removed/pulled through the skin." A new port was placed and the procedure was completed. A review of images received for this event was completed. No fragments were observed in any of the operative images. The image of the fenestrated bipolar forceps instrument in the specimen bag shows that the distal tip of the instrument, proximal to the wrist, appears to be misaligned with the main tube. This is consistent with reports that the instrument could not be removed from the cannula.

Event description:
Refer to h11 for follow-up information.